Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. During pre-map with the non-boston scientific (bsc) catheter through the sheath, the physician noticed liquid dripping from the back of the sheath at the valve. The sheath was aspirated and flushed. The device was ultimately replaced, and the procedure was completed successfully. No patient complications occurred. The sheath was received at boston scientific's post market laboratory.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. During pre-map with the non-boston scientific (bsc) catheter through the sheath, the physician noticed liquid dripping from the back of the sheath at the valve. The sheath was aspirated and flushed. The device was ultimately replaced, and the procedure was completed successfully. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.